Manufacturer narrative:
Bayer service performed a system service check out of the medrad® stellant injector system (sn (B)(4)) and found the injector performed to specification. The disposable used during the procedure were discarded and the lot numbers were unknown. Bayer product analysis reviewed the complaint information and analysis steps and found insufficient evidence that a device fault contributed to the reported event. The site declined an offer of additional applications training.

Event description:
The site reported the following: a (B)(6) year old male was transferred from an outside facility to this hospital's emergency department (ed) due to abdomen and hip pain after a fall from a ladder. A CT of the abdomen and pelvis with contrast was performed using an existing IV that was initiated at the previous facility. The contrast injection was performed while connected to a medrad® stellant injector system. The patient condition was unchanged upon arrival to CT, during the scan and after the scan was completed. The radiologist reviewing the images found an air embolus, about 6-8 ml of air, in the right atrium of the heart. The ed physician was notified and admitted the patient to the ICU overnight for observation. A follow-up CT performed five hours later showed the air embolus was resolved. The patient received no treatment related to the air embolus and was transferred to the regular nursing floor the next day.